Event description:
It was reported that the patient had pain at the neurostimulator site which was possibly due to mechanical pressure when sitting. The physician was consulted and agreed to reposition the device. At the time of the operation, the patient insisted on having the entire device system removed which was performed. It was noted that the device was working "fine" for the therapy of the patient's symptoms of fecal incontinence. No patient injuries were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is completed.